Event description:
The customer reported "service required" error message during testing.

Manufacturer narrative:
(B)(4). The customer reported "service required" error message during testing. There was no pt involvement. The device was evaluated locally and the therapy pca was found defective. Replacement of the therapy pca resolved the reported symptom. The device passed all testing and was returned to service.